Event description:
It was reported that inappropriate antitachycardia pacing was delivered due to supraventricular tachycardia falling into the ventricular fibrillation zone. No malfunction was alleged against the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.